Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she knew why the reservoir was empty. Customer reported that the reservoir was empty. Customer was advised to change the reservoir. Medtronic representative went over the alarm with the customer. No additional information provided.